Manufacturer narrative:
A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual and functional testing were performed. The supplier confirmed the reported problem. The root cause of the reported issue was found to stem from the manufacturing process, per the report, and an inspection of the production site was done to ensure cleanliness and purification requirements were being met. There will be continue monitoring of complaint data for more information, taking and requesting further actions if a trend is identified. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the separating the material for intubation, the presence of a hair was found inside the packaging. No patient injury was reported.